Event description:
It was reported that a patient underwent a total pelvic floor repair procedure and a monarc sling procedure in 2008. At the end of the case when performing the final rectal check, the surgeon noticed a hole in the rectum. The surgeon opines that the rectum was punctured on the posterior pass on the patient's right side. A colorectal surgeon was called and the rectum was repaired by double suturing the hole, ensuring all layers were closed, and cutting away any mesh near the repair. The patient was administered antibiotics. Currently, the patient's condition is fine.

Manufacturer narrative:
Date sent to the FDA: 10/24/2008. Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly.